Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pulse generator had a shiny rash directly over the device that looked like it was about to blister. The patient reported the area to be a little tender, but not painful. The patient was directed to follow up with a medical doctor. There were no adverse patient effects. A request for additional information was made. The device remains in service.